Event description:
It was reported that the intraocular lens (iol) haptic was 'very faulty', it was bent. Account indicated that the iol was partially placed in the patient's left eye. The iol was removed and the surgery was completed successfully with a back-up lens of the same model. There was no medical or surgical intervention performed. Patient was doing fine post-operatively.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.